Manufacturer narrative:
Manufacturer ref#: (B)(4). Blank fields on this form indicate the information is unknown, or unavailable. Catalog # is unknown, but referred to as cook alpha thoracic stent graft. Summary of investigational findings: during a staged procedure with a proximal thoracic component into a frozen elephant trunk, the physician struggled to get a standard alpha thoracic into place, but this was not possible, and the device had to be replaced with a non-cook device. It was reported that the thoracic aorta was excessively angulated, and that tracking was difficult requiring extra supportive introducer sheath. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Based on the very limited reported information and with no product or imaging returned it has not been possible to establish an exact cause for the difficulties encountered, when attempting to get the device into place. However, the thoracic aorta reportedly being excessively angulated, may have been a contributing factor. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: an alpha thoracic device had to be replaced since it could not be put into place, possibly because of a difficult anatomy. This was to be a staged procedure with a proximal thoracic component into a frozen elephant trunk. Physician struggled to get a standard alpha thoracic into place and ended up using a non-cook device. Please note the thoracic aorta was excessively angulated and racking was difficult requiring extra supportive introducer sheath the patient was safe and had CT post operatively that was satisfactory. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.